Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving lioresal (baclofen) (125 mcg/ml at 46.75 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that caller stated over the past 3 refills they have noticed volume discrepancies that have trended up. Erv 5.7ml arv 9ml, erv 5.2ml arv 8.7ml, and erv 3.5ml and arv 8.5ml. Caller stated over the last month or so the patient has had increased spasticity to the legs and torso that wake patient up at night. There was no alarm logs or falls, injury or trauma. Discussed imaging and catheter evaluation. Discussed disease changes. Caller stated patient was using itb therapy for spasticity due to ms. Additional information was received from a healthcare provider (hcp). With regards to the results of any diagnostics/troubleshooting performed related the event, it was noted that they needed to do a side port study to determine if there were any occlusions. The cause of the patient¿s symptoms had not yet been determined. The action/intervention taken was increasing the patient¿s oral medications. Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that during refills, the hcp was noticing reservoir discrepancies of up to 10 mls. The hcp performed a catheter dye study and the catheter appeared intact. The hcp planned to change the pump and leave the catheter as is because the dye study showed no issues with the catheter. There were no environmental, external, or patient factors that may have led to or contributed to the issue. The issue was not resolved at time of report. Surgical intervention was planned, but not yet scheduled. The patient's weight was asked, but unknown. The patient's medical history was asked, but would not be made available. The patient's status at time of report was alive - no injury.